Event description:
Pt was receiving IV medications in the home through a PICC line. The bd posi flow (needleless injection cap) was being used. After flushing the PICC line with 0.9% nacl the inner cannula of the bd posi flow stayed in and this caused the pt's PICC line to leak fluid, then later clotted off that required the pt to be transported to the hosp to unclot the PICC line.